Event description:
It was reported the blade on the ger system would not retract during a surgical procedure. This caused the surgeon the extend the incision in order to remove the blade from the cannula.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.